Event description:
The hcp reported the pt was seen in the emergency room with what was thought to be an itb overdose with symptoms of hypotonia, unresponsiveness, and hypothermia. The expected reservoir volume was 11.2ml and the actual was "a little over 10ml." After the pump was aspirated of drug, the pt was reported to have improved and was back to baseline.